Event description:
Allegedly the femoral neck extractor t- handle broke while attempting to remove a neck that was implanted in 2005.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This is a reportable product malfunction. This report will be updated, when the investigation is complete.